Event description:
On 1st june 2026, it was reported by an arthrex employee via email that for an ar-8991, fibertak® dx suture anchor, knotless, ve5, after the product was implanted in the patient's body, allergic symptoms were observed. This was detected during use in an unknown procedure on (B)(6) 2025. The procedure was completed successfully. 5th june 2026 - the complaint initiator replied that the procedure itself was completed by the product with no issue. However, the reaction occurred on a later date. There was no detailed information regarding the allergic reaction that was observed and if it was localized to the surgical site. There was no delay in the initial procedure. The patient allergy was identified post operatively. No detailed information about the specific timeline. The device was removed in (B)(6) 2025. Detailed information regarding whether a replacement device was implanted or the patient's subsequent progress is not available.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.